Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and pelvic pain ('continuous pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), fatigue ("severe fatigue"), tendon disorder ("multiple tendinopathies"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip, knees pain"), fasciitis ("fascia") and intervertebral disc protrusion ("herniated cervical and lumbar disc") and was found to have serum ferritin decreased ("ferritin < 1"). At the time of the report, the menorrhagia, pelvic pain, serum ferritin decreased and fatigue had not resolved and the tendon disorder, musculoskeletal pain, arthralgia, fasciitis and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for arthralgia, fasciitis, fatigue, intervertebral disc protrusion, menorrhagia, musculoskeletal pain, pelvic pain, serum ferritin decreased and tendon disorder with essure. The reporter commented: all the symptoms started in 2011, 2017 and 2029 (interpreted as 2019) and progressively worsened. She had to stop all sports activities because of too much pain. She was taking medicine to avoid haemorrhagic periods. Diagnostic results (normal ranges are provided in parenthesis if available): serum ferritin on an unknown date: <1. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.